Event description:
When writer (IV pump rounder) was rounding on rooms, the rn for patient in room 2917 described that on a previous shift a nurse had mentioned the pump not operating correctly, no specific details provided. Pump removed from service by writer. No medications infusing at the time when pump was removed. Error in device discovered before medication administration.